Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device had a lead infection. The patient was presented in the emergency department having fever and chills. The patient was given intravenous (IV) and intramuscular (im) medication. There were no additional adverse patient effects were reported. The product remains in service.